Event description:
Customer reported device = 546 mg/dl. Customer went to the emergency room (ER). ER = 196 mg/dl. No treatment was received. Customer was observed in hospital overnight prior to being released. No controls. A request was made for return product and replacement product was sent.